Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The patient was treated with unspecified antibiotics for the event. Nine days from the peritonitis diagnosis, the patient experienced fungal peritonitis. Seventeen days after the initial peritonitis diagnosis, the patient was hospitalized and treated with andilungalin (intravenous, for 16 days) for the event. Two days after hospital admission, the pd catheter was removed, and the patient was transferred to hemodialysis therapy. The patient was discharged from the hospital 17 days after admission. At the time of this report, the patient has recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
B5: it was reported during follow up that the peritonitis event was manifested by abdominal pain and cloudy pd effluent. On the same day as onset, the patient was hospitalized and was treated with vancomycin (2.5g ip stat dose) and ciprofloxacin (oral)for empiric treatment peritonitis. Four days later, the patient was treated with andulafungin (100mg IV once daily and for 15 days) for fungal peritonitis and gentamicin (100mg IV 3 times weekly and discontinued) for bacterial peritonitis. On the same as treatment, the patient was put under general anesthesia for pd catheter removal and dialysis was switched to hemodialysis. Thirteen days after onset, the patient was discharged from the hospital and recovered six days later. Should additional relevant information become available, a supplemental report will be submitted.